Manufacturer narrative:
Subject ID# (B)(6). The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, obstruction/occlusion and serious injury appears to be related to operational context. In this case it is likely that the reported patient myocardial infarction, obstruction/occlusion and serious injury are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A diamondback 360 coronary orbital atherectomy device was used to treat a distal right coronary artery. The site did not report any adverse events. Following review of procedural films, the clinical events committee observed a myocardial infarction. The cec concluded that orbital atherectomy was possibly related. No further information is available.